Manufacturer narrative:
The cause of the sheath leaking below the diaphragm with a reported split not at tip was not determined since product was not returned.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted in the right femoral artery with an impella cp experienced leaking below the diaphragm. The sheath was removed and pressure was held. Access was obtained via the left groin instead.